Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): item # 157444, femoral head, lot # 592360; item # 139252, taper insert, lot # 145750; item # 11-103204, femoral stem, lot # 472350. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03098, 0001825034-2018-03099.

Event description:
It was reported that a patient underwent a revision approximately 9 years post implantation due to allegations of pain, hypertrophic synovium, pseudotumor, metallosis, and abductor stripped of the greater trochanter., attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined a zimmer biomet device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.